Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient, who had coronary artery bypass graft - CABG performed on (B)(6) 2018 experienced bradycardia. Upon interrogation, the pulse generator exhibited output anomaly, the atrial capture threshold had increased and it was noted that the device was programmed at lower output. The device was reprogrammed to higher output. It was also noted that the device exhibited noise reversion episodes that were believed to be caused by interference from the ICU medical equipment. The patient did not experience any symptoms due to the event and was recovering in ICU. On (B)(6) 2018, during device check, no additional noise reversion episodes were noted and atrial thresholds were within normal range.